Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's time was incorrect, cause was unknown. There was no reported adverse impact. The customer had already corrected the time without the assistance of tandem technical support and the insulin delivery was resumed.